Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported for this lot number. Add'l info was requested by phone, fax and mail on 1/26/2012 and 2/3/2012. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported a pt with an unexpected postoperative outcome following intraocular lens implant surgery. The iol was exchanged with a different model and different power. Add'l info has been requested.